Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the residual liquid/foreign material could not be determined. The most probable cause of corrosion of the adhesive around the objective lens and light guide (lg) lens, as well as corrosion of the adhesive on the bending section cover (a-rubber) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
It was observed that during the device evaluation, the colonovideoscope had residual liquid or foreign material in the air/water cylinder, jet tube and channel tube. There was corroded adhesive around the light guide lens, objective lens and bending section cover there was no patient involvement.